Event description:
It was reported that the patient had his implantable neurostimulator (ins) removed. It was noted that the patient had acute pain over the ins pocket site. The patient noted that it was uncomfortable when his belt hit the device. It was further noted that the patient felt it was necessary to have the device removed. The patient indicated that his device worked great and it helped him a lot. It was noted that the device 'went dead.' The patient was unsure of when this event occurred, but noted that it was 'a while back.'

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3887-28, lot# l59707, implanted: (B)(6) 1999, product type lead. (B)(4).